Event description:
It was reported that a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to adverse reaction to metal debris and elevated metal ion levels. The head, acetabular cup and taper adaptor were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04362 / 04364).